Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), in which treatment was appropriately withheld by the device twos discriminator. The lead sensitivity will be reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.